Event description:
It was reported that a spectrum pump was missing a door shim. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of missing door shim through observation during eval. It was found that the device was missing a direction of flow label and a shim label. The labels were replaced to correct this condition.